Manufacturer narrative:
The lead is not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three months post-implant, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. A lead revision was performed. The impedance had increased to greater than 3,000 ohms, and the helix would not retract in order to explant the lead. It was confirmed that the oor pacing impedance measurements were observed with both the device and pacing system analyzer (psa). No lead fracture could be visualized under fluoroscopy. The ra lead was surgically abandoned and replaced with a non-boston scientific model. During this procedure, the pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) and a left ventricular (lv) lead was implanted. There were no allegations against the pacemaker. No additional adverse patient effects were reported.